Manufacturer narrative:
Additional information was received that the physician did not believe that the tingling, numbness and weakness were device related. It was reported that the tingling sensation existed before the devices were implanted.

Event description:
A report was received that the patient was experiencing numbness and tingling sensation from the waist down. It was noted that the tingling would increase when the device was turned on. The physician did not suspect that there was a pinched nerve. Myelogram was taken and the result did not show anything concerning. Patient status is good and the device is currently not activated. It is unknown if numbness and tingling are device related.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing numbness and tingling sensation from the waist down. It was noted that the tingling would increase when the device was turned on. The physician did not suspect that there was a pinched nerve. Myelogram was taken and the result did not show anything concerning. Patient status is good and the device is currently not activated. It is unknown if numbness and tingling are device related.